Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was at home and woke up with low flow alarms. The patient came into the hospital for evaluation. The patient had a history of gi bleeding and anticoagulation was stopped for about 2 weeks prior to the event. The patient underwent an echo, which revealed the following: left ventricle was large with mr and not decompressed with increasing pump speed. Patient did not have any signs of symptoms of heart failure or hemolysis. The patient was having multiple pi events with trending down pi avg. Patient had repeatable low flow alarms while in the hospital. The patient received a pump exchange.